Event description:
The facility reported an infusion pump with a failure code 12. The facility rep stated that no pt incidents have been reported on this pump since the last baxter service event. It is not known whether the failure occurred while infusing on a pt or during biomed testing. Info regarding pt demographics, medication involved and device programming was requested but none was provided.